Event description:
The user facility reported that a water hose connection to the system 1e processor had leaked causing water to accumulate in the room where it was located, into adjacent rooms and into hallways. No injuries were reported.

Manufacturer narrative:
A steris service technician went on-site to inspect the processor but could not confirm the extent of the leak as the user facility personnel had already cleaned the area. The technician inspected the system 1e processor and found the gasket and hose were damaged. The user facility's water pressure was at 68 psig. The required water pressure is 50-60 psig. The technician confirmed that during the time of installation the water pressure specification was at 50 psig. The technician replaced the gasket and hose, ran a test cycle and returned the unit to service. Steris recommended the user facility adjust their pressure to meet steris specified requirements.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).